Event description:
It was reported that a single day infusor had particulate matter inside of its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured may 16, 2014 ¿ may 21, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection and microscopic inspection were performed and revealed no evidence of particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.